Event description:
It was reported that the blade broke at the mount while in use on a pt. No adverse events were reported.

Manufacturer narrative:
The blade subject to this complaint was returned for evaluation. It was visually confirmed that both tabs had broken off the mount of the blade. Based on this info and other more recent customer complaints reporting similar events, the root cause for the breakage is determined to be multi-factorial.